Event description:
Description of event according to initial reporter: celect ivc filter placed in 2009 at unknown location by unknown physician via unknown access site. Patient came in for ivc filter retrieval 24jan2023. The filter was not intact in the ivc. Fragments remained in the chest and ivc. Physician removed a fragment from the ivc.

Manufacturer narrative:
Manufacturer ref# pr386441. Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Additional information received on 24feb2023: this complaint is from a physician doing a follow up. This should have been reported by the physician who saw the patient previously, time, place, name of physician all unknown. The patient came in for a filter retrieval on (B)(6) 2023 and after jugular access a catheter was placed and an image was taken. The filter was not in tact in the inferior vena cava. There were fragments in the inferior vena cava and the chest. Fragments remained in the chest and one fragment extra-vascular in the tissue of inferior vena cava. On (B)(6) 2023, the psysician used forceps to retrieve a fragment from the inferior vena cava. Prior attempts of removing the filter, fragments are unknown. The filter was placed in 2009. Fragments in inferior vena cava including extravascular fragment appeared to be primary or secondary legs. Fragments in the chest appeared to be primary or secondary leg. No observation of ¿hook¿ or ¿collar¿ of the filter was observed. A segment (likely a primary or secondary leg) was observed extravascular of the inferior vena cava. The physician believes the filter migrated over time, it is unknown when or where or if this appeared migration was due to a previous retrieval attempt. The physician removed one fragment from the inferior vena cava. The extravascular fragement in the inferior vena cava remained as well as the fragments observed in the chest. There is no plan to remove the remaining parts of the filter unless the patient becomes symptomatic.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a celect filter was placed in 2009. On (B)(6) 2023 the patient came in for a filter retrieval. The filter was observed not to be intact in the inferior vena cava. Fragments in the chest and inferior vena cava were observed. The physician removed one fragment from the inferior vena cava. A extravascular fragment in the inferior vena cava remained as well as the fragments observed in the chest. There is no plan to remove the remaining parts of the filter unless the patient becomes symptomatic. No images were provided for the investigation and with the provided information it is unknown what caused the filter to fracture during indwell time. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the inferior vena cava; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.